Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination (ivus) of the target lesion. During the procedure, when using ivus it wrapped around the non-boston scientific guidewire, and they had to take everything out of the body and start over. There were no patient complications.

Manufacturer narrative:
G4: premarket / 510(k) #: k213593.